Manufacturer narrative:
Company comment: the pt is using the novopen ii in an unintended way, as he fills the cartridge of the novopen ii with insulin from vials. However this action does not lead to an overdose on its own and limited info on pt handling of the pen is not available. In addition no pen has been returned to novo nordisk a/s for investigation and it is thus not possible to estimate whether there is any causal relationship between the experienced adverse event and the usage of the suspected pen.

Event description:
Uses syringe to withdraw insulin and fill cartridge [wrong technique in drug usage process] ([accidental overdose]). Case description: does the incident represent a serious public health threat? No. This spontaneous case from united states was reported by consumer as overdose and "uses syringe to withdraw insulin and fill cartridge" and concerns a male pt treated with novolin n (insulin human) vial, novolin r (insulin human) vial, and "novopen 2" (insulin delivery device), start dates unk due to diabetes mellitus. Please note: novolinpen (also known as the "new novopen 2") was chosen as the suspect device as it most closely matches the suspect device described by the reporter as "novopen 2". The pt's height, weight, and full medical history were not provided. On an unk date the pt reported using a syringe to withdraw the insulin from the novolin n and r vials to fill a cartridge for the novolin pen. The pt went to the hospital on an unk date for an overdose (details regarding treatment and if he was admitted to the hospital not provided). The pt had reportedly started taking novolin n, novolin r, and novolin pen on an unk start date. Action taken to novolin n, novolin r, and novolin pen was not reported. The outcome of overdose was not reported. Physician info was not provided, as the pt declined to provide further info. The novolin n, novolin r, novolin pen batch numbers were not provided and no product return is expected. This is a combined initial and final report, as no further info is expected.